Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The source of this report literature : "increased scapular spine fractures after reverse shoulder arthroplasty with a humeral onlay short stem: an analysis of 485 consecutive cases" francesco ascione fet al., j shoulder elbow surg, 2018 (jse.2018.06.007).

Event description:
"From literature : ""increased scapular spine fractures after reverse shoulder arthroplasty with a humeral onlay short stem: an analysis of 485 consecutive cases"" francesco ascione fet al., j shoulder elbow surg, 2018 (jse.2018.06.007). 21 patients had scapular spine fracture: nonoperative treatment was used in 19 patients; 2 patients underwent orif (1 following spine nonunion and persistent pain; 1 after a fall and consequent failure of the previous plate fixation)".